Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: kne-performance-bearing-unk; p/n: unk, l/n: unk, kne-performance-tibial trays-unk; p/n: unk, l/n: unk, kne-performance-femorals-unk; p/n: unk, l/n: unk. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient is being considered for a revision due to unknown reasons. However, no revision procedure has occurred to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. It was reported the patient underwent a right tka possibly (B)(4) -(B)(4) years ago and was revised (B)(4) months ago due to infection. Therefore this reporting needs to be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. It was reported the patient underwent a right tka possibly (B)(4) -(B)(4) years ago and was revised (B)(4) months ago due to infection. Therefore this reporting needs to be voided.